Event description:
It was reported that during a procedure to treat a de novo lesion in the mid left anterior descending artery with heavy tortuosity, moderate calcification and 99% stenosis, pre-dilatation was performed with an unspecified 2.0x18 balloon catheter. A 3.0x28 rx xience v stent delivery system (sds) was advanced resistance was felt with the patient anatomy, slight force was applied and the stent was deployed; however, a distal edge dissection occurred. A 3.0x18 xience v stent was implanted to cover the dissection. There was no adverse patient sequelae and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Device - against resistance. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the xience v everolimus eluting coronary stent system instructions for use states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Based on the reviewed information, no product deficiency was identified.